Event description:
It was reported that a patient presented remotely via merlin. Net, the right atrial (ra) lead and right ventricle (rv) exhibited noise. The ra lead was over sensed and led to inappropriate mode switch. Additionally, the atrial pacing was inhibited. The physician decided to explant the ra and rv leads and new leads were implanted concurrently. The patient was discharged with no reports of adverse consequences.